Event description:
Prior to an implant procedure during the initial interrogation of the device, an error message was observed. Technical support was contacted and the device was not implanted. The patient was stable.